Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3- the date of event is estimated as 4/1/2025. Medsun report # (B)(4).

Event description:
User facility medsun report received that states: "describe the event or problem: there was no thread on the perclose. Md could not deploy". No other information was provided.